Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transformer on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.